Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and passed. A receiver boot test was performed and failed due to black screen display/ no images (backlight was on). Functional tests were performed and failed display patter tests due to black screen display/ no images (backlight was on). An internal visual inspection was performed and passed. The receiver log was downloaded and receiver reset observed on incident date 09/05/25 in receiver log. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).